Event description:
Patient services (pss) received call from patient rep in regards to the patient having a return of symptoms. The rep stated that the patient is shaking very bad. The patient has difficultly connecting and maintaining a connection when attempting to charge the implantable neurostimulator (ins). The rep mentioned that the patient feels like the ins moves around in the pocket. The rep was able to make a connection and maintain a connection to the ins. Pss had them connect to the recharger application and rep saw the ins was at 0% and therapy off, with a good connection. Pss advised rep to continue charging before resuming therapy. Pss redirected patient to their provider to further evaluate the ins pocket.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.